Manufacturer narrative:
Instrument torque mechanism functionally evaluated; torque readings were taken and determined avg torque reading to be ~ 82 in/lbs., which is within print specification; all individual torque readings were also found to be within print specification ranging from 80.6 to 84.5 in/lbs (torque specification 80 +/- 8in/lbs). Visually confirmed the driver shaft is broken; crack appears to have initiated at stress relief fillets. Microscopic examination of fracture reveals a fairly brittle fracture with an angulated surface, which is indicative of torsion. The torsional indication of the fracture, in conjunction with and the age of the instrument and confirmation of both relevant dimensional and material specifications suggests torsional cyclic fatigue as the mechanism of failure. The above observations are consistent with anticipated wear due to cyclic fatigue.

Event description:
It was reported that the tip of the driver broke during final tightening of the setscrew. No fragments were left in the patient. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.